Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2007. It was reported that while traveling abroad, she suffered a fall impacting the ipg. X-rays of her scs system were taken shortly thereafter; however, no visible abnormalities were detected. The patient is receiving therapy, but the level of relief has changed since the incident. In addition, pain in the area affected by the fall became more intense, and it was reported that the patient subsequently developed a hematoma. The patient has now returned to the u.s. And is awaiting consultation with her physician. A supplemental report will be filed as necessary.